Event description:
Device malfunction: clip mislocation. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician attempted arteriotomy closure after an interventional procedure. After clip deployment, the clip was seen in the skin soft tissue. The clip was removed and hemostasis was achieved with manual compression. There was no adverse patient sequela. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.